Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had repeated failed self-test alarms. The customer stated they were able to clear the alarm in the past and resume insulin pump therapy. The customer's blood glucose was unknown. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. It was also found the insulin pump alarmed failed self-test during a self-test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.